Event description:
I had essure put in 2009. I have a had complications with periods, I've had bloating with pain also severe pain where the implants are trouble with weight gain, problems with being able to eat very much because I never feel hungry, my eye sight has gotten horrible, I've gotten cervical cancer cells cut out for three years now which I never had any problems with cells in the past, my teeth are going bad and I have no insurance so unable to do anything about any of it.